Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refills failed to cross over to logistics for the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed interface inventory database for 2mbe pyxis and medids (cefazdup2, phenyl1i10, hepa5tui). Counts matched between pyxis es and bd cce inventory database, and medication configurations (including med class) were verified as correct. Confirmed no interface or configuration issues preventing refill transmission. Medid cefazdup2 reached minimum level, and a refill was successfully generated and sent to logistics at 12:30 pm with quantity of 28. The system functioned as intended after the technical support specialist (tss) investigated the issue.